Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "failure 12:206:1604." This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure 12:206:1604 was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to invalid value in the ram (random access memory), which is a software failure. The pump was powered off and on and the failure did not recur. Software issues are not associated with hardware malfunctions. Therefore there will be no repairs made to correct the reported problem. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.